Manufacturer narrative:
(B)(4). Information unavailable.

Manufacturer narrative:
(B)(4). Additional information requested and obtained. Was the patient discharged home and then returned to the hospital? No, the patient was in cti and stayed there until the death. What is meant by manual plan? Manual suture. What color cartridge was used in the procedure? Blue. Has the patient previously undergone chemo and/or radiation therapy? No information. What is the patient history? No information. Did the patient history impact the outcome of the procedure? Where was the dehiscence noted on the staple line? Entire staple line? What did the staple form look like? Closing in b. What was the cause of death? Septicaemia (sepsis). Was an autopsy performed? No information. What is the date of the patient¿s death? No information. What is cti? What additional medical treatment required during this 21 day period? No. Information please advise what was the cause of death? No information.

Event description:
It was reported that after a partial gastrectomy procedure, the patient was hospitalized with late postoperative complications (twenty-one days), with total dehiscence of staples and manual plan of the duodenal stump. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.